Event description:
Covidien foley cath lot number 130555764 was inserted via sterile technique per verbal order. Upon + urine return, urine began leaking out of catheter at vent. Upon closer examination, it was noted to have a vertical crack proximal to vent on the "n" of the label "vent" on catheter tubing. Bag and tubing were replaced and charge nurse and nurse mgr were notified. Lot number was identified and all catheters with matching lot removed from unit. Reason for use: s/p fall with pelvic fracture.